Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter tubing was confirmed, but the exact cause is unknown due to the condition of the returned sample. Four photographs of the sample were provided for investigation. Each photograph shows gloved hands holding the catheter by the molded wing and the catheter tubing distal to the wing. The catheter is being bent and flexed just distal to the molded wing. The material appears to be embrittled, cracked, and discolored. In photo 3 of 4, what appeared to be a hole was visible in the catheter tubing. It was reported that the doctor sealed the opening with histocryl, which most likely gave the catheter its embrittled, cracked, and discolored appearance. At this time, based on the evidence provided with the returned sample, it is unknown what caused the hole in the catheter. Potential causes include sharp instrument damage, material fatigue, and overpressurization. The product IFU states, ¿do not use the catheter if there is any evidence of mechanical damage or leaking.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. Lot number reap1468, which corresponds with product code 4132105 (per-q-cath 2 fr s/l catheter), does not match the complaint sample (powerline 5 fr s/l mi w/scuff) that has been implicated for this complaint investigation. Therefore a lhr review cannot be facilitated for the implicated complaint sample.

Event description:
It was reported that on (B)(6) 2016 the power line 5 fr mono lumen was placed for parenteral nutrition at home. The patient went to the hospital on (B)(6) 2016 with the catheter ruptured and leakage was observed. The then doctor sealed the opening with histocril as they needed to keep the current catheter in place until the replacement. On (B)(6) 2016 the catheter was replaced by the doctor in the hospital with a power line 5 fr, mono lumen.